Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery due to (2) creo threaded screws that loosened 11 months post-operatively. This event was occurred in japan.